Event description:
It was reported to philips that the table and c-arm geometry movements were not available.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system on site and confirmed that the c-arm geometry movements were not available. Upon troubleshooting, the philips field service engineer (rse) checked the system onsite and found that the customer operated the system incorrectly after the event "table movement was not available" and confirmed that this is a user error. The problem was resolved after a restart. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.